Event description:
It was reported that the procedure was treating a non-tortuous, mildly calcified, concentric, 90% stenosed, de novo lesion in the left superficial femoral artery. During use of the 5x100mm armada 35 balloon dilatation catheter, the balloon ruptured at 10 atmospheres during the first inflation. A non-abbott device was then used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep (device prepped inside patient anatomy). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the armada 35 instruction for use instructs to prepare the balloon prior to device introduction.